Manufacturer narrative:
Patient testing on the lumiradx sars-cov-2 ag was performed on (B)(6) 2021 with strip lot 6000100 and instrument serial number (B)(4). Confirmatory testing was performed via polymerase chain reaction (pcr). The confirmatory test result was negative. The customer reported the following process for testing on the lumiradx platform: "swab is obtained from patient and is taken to point of care area and test performed. Samples are not collated. Test is carried out by team member caring for patient." The customer reported their cleaning practices as follows: "all staff have has training on the use of the machines, including the correct technique to clean these following use. We have validated cleaning wipes provided by lumiradx which are available at our point of care (poc) area. After each test, the machine / barcode scanner is cleaned using these wipes and test strip disposed of into clinical waste bin". Customer reports that gloves are changed after each sample. No symptoms were alleged with this patient. Therefore, review of product risk assessment - sars-cov-2 ag assay revision 7, resulted in severity of minor, as follows: asymptomatic patients could experience secondary harm of unnecessary self-isolation and possible stress/anxiety. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. The customer was shipped 84 kits of lot 6000100 on 02 february 2021. The customer was provided a field safety notice pertaining to the recall of lot 6000100 on 26 february 2021. Confirmation of notification was received on 27 february 2021 by the manufacturer - the customer reported that 63 kits of the affected lot remained. A return authorization for these remaining kits was dispatched to the customer on 25 march 2021 under reference (B)(4). These kits were received by the manufacturer on 02 april 2021 under reference (B)(4). The receipt of any new information pertaining to this event will be submitted in a follow-up report. Root cause determination. Investigation conclusion and status of investigation: a product recall to remove this lot from service was conducted due to observations of a higher potential for false positive results. A root cause analysis and corrective/preventive action plan summary was performed and implemented under document number (B)(4) and was submitted to support the recall notification. Use of these test strips within this lot may result in false positive patient test results and potential exposure to unnecessary treatment or quarantine.

Event description:
This is report 4 of 7 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.